Event description:
The company was informed that during initial implant surgery, the recipient reportedly had a cholesteatoma removed, and reportedly experienced a cerebrospinal fluid (csf) leak. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Correction information: section b.5. Additional information: section d.1, d.4, d.6a, d.6b, h.4 & h.10. Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly had an acoustic tumor resection, not a cholesteatoma removal, at the same time of initial implantation. Per the surgeon, the csf leak resolved and no further medical management was needed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.